Manufacturer narrative:
Batch review performed on 23 november 2021: lot 180428: (B)(4) items manufactured and released on 25-apr-2018. Expiration date: 2023-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 1 year 6 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (10 mm to 12 mm) and the surgery was completed successfully.